Event description:
The consumer reported using the product for an unspecified amount of time on her lower back. When the patch was removed, the consumer described burning, itching and irritation in the area worn. Red spots formed the following day which have since peeled. The consumer initially treated the area with triple antibiotic and consulted with her doctor several days later. Her doctor prescribed clotrimazole-betamethasone and indicated her blood pressure may have risen due to the burn.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.